Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, asystole alarms) has been confirmed. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to arc to the dn pca. Additionally, a migrating pulse wire was found in ECG "c." The root cause for the separated heat shrink and migrating pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and was receiving asystole alarms.